Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix retracted clogged with blood/tissue. Analysis was normal. No anomaly was found. The cause of the reported event was isolated to the helix being clogged with blood/tissue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during procedure, the helix could not come out of the ventricular endocardial lead when positioning the lead. Several attempts were made, but the helix would not come out. The lead was removed and replaced. The patient was stable.